Manufacturer narrative:
Patient information was not made available from the site. On 04/06/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), their navigation system lost registration. They were navigating and the software suddenly reverted to the register screen and navigate was grayed out. The site was able to re verify and continue the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.